Event description:
A caller reported a malfunction on a pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and it was within normal range. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was instructed to call back if the issue happens again. The customer understood and acknowledged these instructions.